Manufacturer narrative:
(B)(4) - (inadequate bite). During evaluation, no visual abnormalities were noted with the device. Functionally, it was determined that the device would open and close. However, during a retroflex test, it was determined that the device would not close properly. Based on the results of the device investigation, the most probable root cause is manufacturing issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: the date of event is unknown. It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo device was used during a colonoscopy with biopsy procedure. According to the complainant, the device would not take an adequate bite sample and had to pull on the tissue more than usual. No bleeding occurred as a result. No samples could be obtained with the subject device. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; jaws will not close properly.